Event description:
It was reported that before use found by nursing staff the cardiosave intra-aortic balloon pump (iabp) has broken ground piece on the power cord. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d9, h11. It was reported that before use the cardiosave intra aortic balloon pump (iabp) had power cord / plug ¿ ground plug / insulation / earth resistance related malfunction / display - failure. The customer reported broken ground piece - on the power cord. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported line on lcd screen long with missing ground prong. The fse replaced lcd screen and ac power cord. Functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Manufacturer narrative:
A getinge field service engineer was dispatched to evaluate the unit. Fse reported line on lcd screen long with missing ground prong. The fse replaced lcd screen and ac power cord. Functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The following was performed by abdellatif berkane, sr service technician of the maquet failure analysis and testing dept. The failure analysis and testing department received ac power cord reel, top lcd display with a reported failure of line on lcd screen along with a missing ground prong on the ac power cord. The fat department performed a visual inspection of the parts received and found that the ac power cord is missing the ground prong. But the top lcd display is in good condition. Due to the missing ground prong on the ac power cord, the ac power reel cannot be installed and investigated any further. The fat department installed top lcd display in the cardiosave test fixture and tested to factory specifications per cardiosave service manual. The failure analysis and testing department verified the failure of the horizontal line on the top lcd display as described by the customer. The top lcd display is defective. Retaining the power cord reel in the fat dept. Per procedure retaining the top lcd display in the fat dept per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, d8,g1 contact person name; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code, problem code; h11 corrected field: b5 the failure analysis and testing department received part power cord reel serial and part top lcd display with a reported failure of line on lcd screen along with a missing ground prong on the ac power cord.the fat department performed a visual inspection of the parts received and found that the ac power cord is missing the ground prong. But the top lcd display is in good condition.due to the missing ground prong on the ac power cord, the ac power reel cannot be installed and investigated any further.the fat department installed parttop lcd display in the cardiosave test fixture and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r.

Event description:
It was reported that before use the cardiosave intra aortic balloon pump (iabp) had power cord / plug ¿ ground plug / insulation / earth resistance related malfunction / display - failure. The customer reported broken ground piece - on the power cord. There was no patient involvement or adverse event reported.